Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal ). Essure was removed on (B)(6) 2018. At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain pelvic") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, myopia, c-section and hernia. (B)(6) 2015: hsg results: occlusion complete. Previously administered products included for an unreported indication: ferrous sulfate and ancef. Concurrent conditions included ovarian cyst, dyspareunia, pelvic pain, perineal pain, parity 3, multigravida, heavy periods, uterine bleeding, vaginal bleeding, restless, gas pain, abdominal pain, abdominal pain lower, normocytic anemia, lipoma, hyperplasia endometrial and epigastric pain. Concomitant products included cetirizine hydrochloride, docusate sodium (colace), ferrous sulfate, hydromorphone hydrochloride (dilaudid), ibuprofen, morphine, naloxone hydrochloride (narcan), naproxen (motrin) and ondansetron hydrochloride (zofran). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes describe:hot flashes"), mood swings ("hormonal changes describe:mood swings") and cyst ("cyst"). In (B)(6) 2017, the patient experienced migraine ("migraines"), abdominal distension ("bloating") and constipation ("constipation"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), flank pain ("pain on my side") and headache ("headaches"). The patient was treated with hydrocodone, paracetamol (acetaminophen) and surgery (total abdominal hysterectomy/bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, constipation and flank pain had resolved and the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, hot flush, mood swings, migraine, cyst and headache outcome was unknown. The reporter considered abdominal distension, constipation, cyst, dysmenorrhoea, dyspareunia, flank pain, headache, hot flush, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff states that gi issues resolved with in 6 months of essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: impression: postoperative changes, nonspecific gas pattern. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: impression: normal transvaginal pelvic ultrasound. Ultrasound scan vagina - on (B)(6) 2017: bilateral essure devices complex left ovarian cyst measuring 0.3x1.7x1.9 cm likely hemorrhagic cyst simple left ovarian cyst measuring 1.9 cm. Pain concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain pelvic/pain in side for six months/chronic') and pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, myopia, c-section and hernia. (B)(6) 2015: hsg results: occlusion complete. Previously administered products included for an unreported indication: ferrous sulfate and ancef. Concurrent conditions included ovarian cyst, dyspareunia, pelvic pain, perineal pain, parity 3, multigravida, heavy periods, uterine bleeding, vaginal bleeding, restless, gas pain, abdominal pain, abdominal pain lower, normocytic anemia, lipoma, hyperplasia endometrial and epigastric pain. Concomitant products included cetirizine hydrochloride, docusate sodium (colace), ferrous sulfate, hydromorphone hydrochloride (dilaudid), ibuprofen, morphine, naloxone hydrochloride (narcan), naproxen (motrin) and ondansetron hydrochloride (zofran). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavy periods/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes describe:hot flashes"), mood swings ("hormonal changes describe:mood swings") and cyst ("cyst"). In (B)(6) 2017, the patient experienced migraine ("migraines"), abdominal distension ("bloating") and constipation ("constipation"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), flank pain ("pain on my side"), headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and female sexual dysfunction ("apareunia") and was found to have weight increased ("weight gain"). The patient was treated with hydrocodone, paracetamol (acetaminophen) and surgery (total abdominal hysterectomy/bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, constipation, flank pain, abdominal pain, back pain and metrorrhagia had resolved and the pelvic inflammatory disease, hot flush, mood swings, migraine, cyst, headache, weight increased and psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, constipation, cyst, dysmenorrhoea, dyspareunia, female sexual dysfunction, flank pain, genital haemorrhage, headache, hot flush, menorrhagia, metrorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff states that gi issues resolved with in 6 months of essure removal. Discrepancy noted for insertion date previously reported (B)(6) 2014. Now it is reported as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: impression: postoperative changes, nonspecific gas pattern. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: impression: normal transvaginal pelvic ultrasound. Ultrasound scan vagina - on (B)(6) 2017: bilateral essure devices complex left ovarian cyst measuring 0.3x1.7x1.9 cm likely hemorrhagic cyst simple left ovarian cyst measuring 1.9 cm. Painconcerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information, lab data added. Event : weight gain, abdominal pain, back pain, metorhagia (bleeding b/w periods), general abnormal bleeding added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain pelvic/pain in side for six months/chronic') and pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, myopia, c-section and hernia. (B)(6) 2015: hsg results: occlusion complete. Previously administered products included for an unreported indication: ferrous sulfate and ancef. Concurrent conditions included ovarian cyst, dyspareunia, pelvic pain, perineal pain, parity 3, multigravida, heavy periods, uterine bleeding, vaginal bleeding, restless, gas pain, abdominal pain, abdominal pain lower, normocytic anemia, lipoma, hyperplasia endometrial and epigastric pain. Concomitant products included cetirizine hydrochloride, docusate sodium (colace), ferrous sulfate, hydromorphone hydrochloride (dilaudid), ibuprofen, morphine, naloxone hydrochloride (narcan), naproxen (motrin) and ondansetron hydrochloride (zofran). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavy periods/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes describe:hot flashes"), mood swings ("hormonal changes describe:mood swings") and cyst ("cyst"). In (B)(6) 2017, the patient experienced migraine ("migraines"), abdominal distension ("bloating") and constipation ("constipation"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), flank pain ("pain on my side"), headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and female sexual dysfunction ("apareunia") and was found to have weight increased ("weight gain"). The patient was treated with hydrocodone, paracetamol (acetaminophen) and surgery (total abdominal hysterectomy/bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, constipation, flank pain, abdominal pain, back pain and metrorrhagia had resolved and the pelvic inflammatory disease, hot flush, mood swings, migraine, cyst, headache, weight increased and psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, constipation, cyst, dysmenorrhoea, dyspareunia, female sexual dysfunction, flank pain, genital haemorrhage, headache, hot flush, menorrhagia, metrorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff states that gi issues resolved with in 6 months of essure removal. Discrepancy noted for insertion date previously reported (B)(6) 2014 now it is reported as (B)(6) 2014. Date of insertion: (B)(6) 2014 (discrepancy noted per pif). Date(s) of insertion: (B)(6) 2014 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: impression: postoperative changes, nonspecific gas pattern. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: impression: normal transvaginal pelvic ultrasound. Ultrasound scan vagina - on (B)(6) 2017: bilateral essure devices complex left ovarian cyst measuring 0.3x1.7x1.9 cm likely hemorrhagic cyst simple left ovarian cyst measuring 1.9 cm. Painconcerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain pelvic/pain in side for six months/chronic') and pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, myopia, c-section and hernia. (B)(6) 2015: hsg results: occlusion complete. Previously administered products included for an unreported indication: ferrous sulfate and ancef. Concurrent conditions included ovarian cyst, dyspareunia, pelvic pain, perineal pain, parity 3, multigravida, heavy periods, uterine bleeding, vaginal bleeding, restless, gas pain, abdominal pain, abdominal pain lower, normocytic anemia, lipoma, hyperplasia endometrial and epigastric pain. Concomitant products included cetirizine hydrochloride, docusate sodium (colace), ferrous sulfate, hydromorphone hydrochloride (dilaudid), ibuprofen, morphine, naloxone hydrochloride (narcan), naproxen (motrin) and ondansetron hydrochloride (zofran). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia/heavy periods/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes describe:hot flashes"), mood swings ("hormonal changes describe:mood swings") and cyst ("cyst"). In (B)(6) 2017, the patient experienced migraine ("migraines"), abdominal distension ("bloating") and constipation ("constipation"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), flank pain ("pain on my side"), headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and female sexual dysfunction ("apareunia") and was found to have weight increased ("weight gain"). The patient was treated with hydrocodone, paracetamol (acetaminophen) and surgery (total abdominal hysterectomy/bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, abdominal distension, constipation, flank pain, abdominal pain, back pain and intermenstrual bleeding had resolved and the pelvic inflammatory disease, hot flush, mood swings, migraine, cyst, headache, weight increased and psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, constipation, cyst, dysmenorrhoea, dyspareunia, female sexual dysfunction, flank pain, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, intermenstrual bleeding, migraine, mood swings, pelvic inflammatory disease, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff states that gi issues resolved with in 6 months of essure removal. Discrepancy noted for insertion date previously reported (B)(6) 2014 now it is reported as (B)(6) 2014. Date of insertion: (B)(6) 2014 (discrepancy noted per pif). Date(s) of insertion: (B)(6) 2014 (discrepancy noted as per pif) . Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: impression: postoperative changes, nonspecific gas pattern. Hysterosalpingogram - on(B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: impression: normal transvaginal pelvic ultrasound. Ultrasound scan vagina - on (B)(6) 2017: bilateral essure devices. Complex left ovarian cyst measuring 0.3x1.7x1.9 cm likely hemorrhagic cyst. Simple left ovarian cyst measuring 1.9 cm. Painconcerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pain batch no c06519 production date 2013-12-26 expiration date 2016-12-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain pelvic") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. C06519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, myopia, c-section and hernia. 20mar2015: hsg results: occlusion complete. Previously administered products included for an unreported indication: ferrous sulfate and ancef. Concurrent conditions included ovarian cyst, dyspareunia, pelvic pain, perineal pain, parity 3, multigravida, heavy periods, uterine bleeding, vaginal bleeding, restless, gas pain, abdominal pain, abdominal pain lower, normocytic anemia, lipoma, hyperplasia endometrial and epigastric pain. Concomitant products included cetirizine hydrochloride, docusate sodium (colace), ferrous sulfate, hydromorphone hydrochloride (dilaudid), ibuprofen, morphine, naloxone hydrochloride (narcan), naproxen (motrin) and ondansetron hydrochloride (zofran). On (B)(6)2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hot flush ("hormonal changes describe:hot flashes"), mood swings ("hormonal changes describe:mood swings") and cyst ("cyst"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), abdominal distension ("bloating") and constipation ("constipation"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant) and flank pain ("pain on my side"). The patient was treated with hydrocodone, paracetamol (acetaminophen) and surgery (total abdominal hysterectomy/bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal distension, constipation and flank pain had resolved and the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, hot flush, mood swings, migraine and cyst outcome was unknown. The reporter considered abdominal distension, constipation, cyst, dysmenorrhoea, dyspareunia, flank pain, hot flush, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff states that gi issues resolved with in 6 months of essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2018: impression: postoperative changes, nonspecific gas pattern. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Ultrasound pelvis - on (B)(6)2017: impression: normal transvaginal pelvic ultrasound. Ultrasound scan vagina - on (B)(6)2017: bilateral essure devices complex left ovarian cyst measuring 0.3x1.7x1.9 cm likely hemorrhagic cyst simple left ovarian cyst measuring 1.9 cm. Painconcerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: pain most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received. Reporter information were added. Date of insertion were updated. Lot number were added. Concomitant drug and lab data were added. Event : abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hot flashes, mood swings, migraines, pelvic inflammatory disease, bloating, constipation, flank pain and cyst were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.